Manufacturer narrative:
Additional information was received. The serial number, UDI number, and manufacturing date were received. Additional information was received. Four weeks prior to the aware date a representative noticed that the system issue had no been resolved. When the representative went back to the site on (B)(6) 2018 they noticed the system was working.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s camera continues to cycle when in the cranial software. There was no patient present when this issue was observed.